Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 508 mg/dl. Customer was treated with manual injection. The auto mode was not active. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.